Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was no pt injury reported. No further info was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for eval. Eval confirmed reported symptom of "se 105" caused by partially dislodged q20 form I/o pcb. The I/o pcb has been replaced.